Manufacturer narrative:
Correction: on 11/19/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: fenestrated bipolar arm sparked in the body/burnt out.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. The complaint regarding sparked in patient was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that a fenestrated bipolar instrument sparked during a procedure. The instrument was on its 11th use, and the case was still ongoing when the issue was reported. The system logs were reviewed, and no related errors were found. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c from c20-no findings available to c02-electrical problem identified. Updated annex d from d15-cause not established to d1102-unintended use of error caused or contributed to event. Although a definitive root cause cannot be determined, the probable root cause is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.